Event description:
It was reported that this pacemaker exhibited atrial undersensing. Boston scientific technical services (ts) was consulted and further lead testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.